Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had issues with "transmitter connecting". No additional information was provided as the pump was not present during the call. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.